Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as the part no. And lot no. Were not provided. The implant is not available, as the hospital is not relinquishing the implant. Since we do not have the screw, we are unable to determine the exact cause of the issue. The x-ray provided shows a separation of the screw shank from the tulip head. The exact cause of the reported issue cannot be ascertained. If the screw is made available for our evaluation, a supplemental report will be filed.

Event description:
It was reported to globus that a patient had a revision surgery due to the tulip separating from the screw, requiring a revision surgery.